Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump got the software upgrade due to the pump had too many scratches and cracks on it and the pump had given insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-1884, mmt-431a, mmt-7040a. Troubleshooting was performed. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer received a change sensor alert. Customer was unable to run a transmitter test and/or test passed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. No product return is required for mmt-342. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-431a. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump was received with a cracked keypad overlay, a scratched case, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/04/2024 to 11/06/2024 . There was no data available to verify no delivery alarm/insulin flow blocked alarm or pump error(s)/alarm(s) noted 2 days prior to the event date 15-jan-2024 in the formatted history file. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No pump/sensor/transmitter communication anomaly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a serial number label missing and a broken belt clip rails. Cosmetic damage was confirmed at the back and front of the pump during analysis. Customer alleged for no delivery alarm/insulin flow blocked alarm and pump/sensor/transmitter communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.